Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer's blood glucose reached 450 mg/dl and that the cannula was bent. The pod was removed, and the customer's hyperglycemia was treated with manual injections.